Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 551 mg/dl. The customer was treated with bolus. The customer stated that the insulin pump quit working and showed no power. The customer put new battery and change reservoir and trying to get work, needs to rewind. The patient reported that the screen came back and said was talking to rep and went to get battery and says rep hung up. The customer was very dissatisfied. The customer was able to rewind and bolus. The customer said will call back tomorrow when feels better to file complaint.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.